Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that patients implantable pulse generator (ipg) was not working as intended and unable to charge. It was noted that patient was not able to get enough pain relief from the device. The patient underwent an ipg replacement procedure and was doing well post operatively. The explanted device will not be returned due to facility policy. No device malfunction was suspected.